Manufacturer narrative:
Investigation summary: bd received 14 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and needle stick injury - post use. This event occurred 2 times. The following information was provided by the initial reporter. "The pink safety guard is breaking off of the straight needles causing accidental needle sticks." 09/28/2021 additional information: the customer had 2 needlestick injuries involving 2 different phlebotomists. They use bd holders and store the needles in the original boxes.